Event description:
It was reported to medtronic neurosurgery through a user facility medwatch, report number unk, that during a second attempt to place a lumbar drainage catheter, the catheter was found to be weak and was disposed of.

Manufacturer narrative:
The device was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies.